Manufacturer narrative:
Device review: external, visual inspection: a visual inspection of the returned cycler exterior showed no sign of physical damage. The heater tray/scale was not obstructed. The simulated treatment was performed and completely without the failures. The valve actuation test passed. The system air leak test passed. The load cell value and verification was within tolerance. There were no discrepancies encountered in the internal inspection of the cycler. The reported complaint is not confirmed. There were no deviations or nonconformances during the manufacturing process. In addition, the device record review confirmed the labeling, material, and process controls were within specification. The system level review of cycler device and concomitant products found no indication that the products caused or contributed in any way to the clinical event.

Manufacturer narrative:
Medical records were reviewed. There was no documentation in the medical record supporting a possible association between the liberty cycler and the event of peritonitis.

Event description:
On (B)(6) 2015, the patient presented to a hospital febrile and abdominal pain, was diagnosed with peritonitis, was admitted and was initiated on vancomycin and zosyn (piperacillin and tazobactam) dose regimens and routes not reported. On (B)(6) 2015, the patient was transferred and admitted to another hospital. During the admission, the patient continued vancomycin and was initiated on cefepime and flagyl (metronidazole); dose routes and regimens not reported. On an unknown date during the admission, the patient became tachypneic and had a white blood cell count was up to 37,000 while on antibiotic therapy, there was concern for cystic involvement of either her kidneys or liver, and the patient was started on ciprofloxacin for better cyst coverage. The white blood cell count decreased to 22,000. On (B)(6) 2015, a non-tunneled central venous hd catheter was placed and the patient's treatment modality was changed from peritoneal dialysis to hemodialysis. On (B)(6) 2015, a tunneled center venous hd catheter was placed. On (B)(6) 2015, the patient was discharged from the hospital to home, was scheduled for pd catheter removal on (B)(6) 2015, and prescribed in-center intermittent hd therapy.

Manufacturer narrative:
This report is being submitted as part of a system level review; which will include an investigation of all potential fresenius products being used at the time of the event.

Event description:
A peritoneal dialysis (pd) patient's caregiver called technical services as the patient's abdomen was feeling "full" and "tight". The patient was also febrile, but their effluent looked clear. The patient had relief when they drained. On (B)(6) 2015, the patient was seen in the clinic for the fever and cultures were taken. The test results showed no growth but suggested a mild case of peritonitis. The cause of the peritonitis is unknown. The patient was treated with vancomycin and ceftazidime. The nurse does not know if the patient was still taking the antibiotics as they were admitted to the hospital on (B)(6) 2015 for an enlarged liver. The nurse does not know anything more about the hospitalization for the enlarged liver as the patient was currently still in the hospital and no discharge papers are available for reference. The nurse reported the patient may have felt full on (B)(6) 2015 due to the enlarged liver. The nurse reported the patient had a history of liver issues. The nurse could provide any further information. The patient did not complete treatment on (B)(6) 2015.